Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. Additionally, customers glucose level was 44 mg/dl. Customer consumed glucose tablets to resolve low glucose level and continued using current pump for insulin therapy.